Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01053 . It was reported the patient experienced ineffective stimulation due to high impedances. X-rays confirmed both leads are fractured. Reprogramming was done on the remaining two leads and the patient is being monitored.

Manufacturer narrative:
E1 reporter phone number: (B)(6).

Event description:
Additional information received indicates the leads were explanted and replaced. Stimulation was restored.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (b) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.